Manufacturer narrative:
This device is used for treatment not diagnosis. Five batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The battery ((B)(4)) was found out of calibration, possibly due to an inconsistent charge/discharge pattern. This was an observation not related to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to some batteries reaching the 25% rsoc threshold. The reported event could not be duplicated at the bench level and only noted in the logs. It is not clear whether the premature switches are the result of a communication anomaly between the controller and the batteries connected to it, or as a result of a use pattern that exchanges batteries before they reach 25% of charge. The manufacturer has an open internal investigation to address what causes the premature power switching. Z-1607-2014: on april 30, 2014, heartware issued a field safety notice ((B)(4)) to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, (B)(4) was issued as a voluntary urgent medical device correction; communication was issued to the sites and patients within the united states on may 11, 2015. A urgent field safety notice was sent to sites and patients not within the united states on may 14, 2015. This is report one of six reports (3007042319-2015-03919,3007042319-2015-03920, 3007042319-2015-03921, 3007042319-2015-03922, 3007042319-2015-03923, 3007042319-2015-03924) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of six reports ( 3007042319-2015-03919,03920,03921,03922,03923,03924) submitted for devices related to the same event.

Event description:
It was reported: " patient describes switching always on port one with 5 batteries. Controller and batteries were exchanged." Investigation ongoing.